Event description:
It was reported that the insulin pump alarmed motor error but the insulin pump was given to the customer when someone passed away. Troubleshooting was done. Customer's blood glucose was 154 mg/dl. Customer has not gone through the donation process. Advised the customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).